Event description:
It was reported that the user received repeated restart prompts and an alert 38 indicating consecutive motor stalls on the ilet pump; the user performed multiple restarts, replaced supplies, and completed a dry run but the alert persisted, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the event aligned with a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.